Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, after tka performed on 2014, the patient twisted their knee and felt a pop. Patient experienced increase in pain and was unable to bend knee (patient states no previous complaints before the incident). This adverse event was treated by replacing the lgn hk link assy sz 2-5 fem on (B)(6) 2022.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision of hk ¿internal components¿ was performed approximately 8 years post implantation due to pain and inability to bend the knee after ¿patient twisted¿ knee and ¿felt a pop¿. Responses to the clinical information requests have not been received as of the date of this medical investigation. Although it was reported that the patient ¿twisted¿ the knee and ¿felt a pop¿, without the requested clinical documentation, the root cause of the reported event could not be definitively concluded. Patient impact beyond the reported knee ¿twist¿ and ¿pop¿ while cooking and subsequent revision of the hk ¿internal components¿ could not be determined. No further medical assessment is warranted at this time. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that temporary or permanent device related noise such as popping has been identified as an adverse event in primary and revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.